Event description:
On (B)(6) 2014, at 07:15 am, in the medical-surgical storage area - nurse received a burn when plugging in the computer on wheels. Nurse received a small burn on her right middle finger while plugging the computer on wheels into the electrical socket. Nurse noticed a small (approx 0.5 cm) open area in the cord of the computer on wheels next to the plug in position. The nurse was immediately sent to the emergency department for eval. The computer on wheels has been taking out of service. Bio-engineering has been notified of the problem. The nurse was seen in the emergency department. She has a 1cm second degree burn to radial aspect of the finger - right 3rd digit. She was treated with antibiotic ointment and bandage placed on finger discharged with prescription for lidocaine 5% external cream every 4 hours as needed for pain. Pt was discharged - stable condition.